Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative further reported that the specific symptoms the patient experienced were not available. Whether the symptoms resolved with oral medication was also not available. The pump had been explanted, the date was not provided. The patient¿s current condition was not available. The pump was being returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received baclofen 2000 mcg/ml at a dose of 380.1 mcg/day via an implantable pump. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was not known. It was reported that during normal use a pump motor stall occurred and it never recovered. The pump logs provided from (B)(6) 2017 indicated a motor stall occurred on (B)(6) 2017 at 02:02. The patient experienced a return of symptoms and had been compensated orally since then. As reported, it was unknown if there were any environmental, external, or patient factors that might have led or contributed to the event. Diagnostic testing, troubleshooting, and actions and/or interventions taken to resolve the issue were reported as reading of the logs. At the time of the report, the issue was not resolved. The pump status was reported as implanted but out-of-service. Surgical intervention was planned but not scheduled. At the time of the report the patient¿s status was reported as ¿alive-no injury¿. Clarification of the patient status was requested.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.